Event description:
Revision surgery - due to the patient dislocating.

Manufacturer narrative:
The reason for this revision surgery is due to a patient joint dislocation after 3.5 months of use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material report (ncmr) associated with this product. Ncmr #(B)(4) associated with this part number and lot. The ncmr was issued for cosmetic issues; the parts were reworked and accepted for use. A review of the product complaint report history showed this is the (B)(4) complaint against lot number 843c1027 and the (B)(4) for dislocation. A total of (B)(4) complaints have been submitted against this part number. The remaining complaints are the results of other issues such as infections, instability and pain. No information was supplied that definitively described the nature or root cause of the dislocation. There are no indications of a product or process issue affecting implant safety or effectively.